Event description:
Patient reported the keys on the infusion device have not responded since (B)(6) 2011. Patient stated the power pack is new. Patient reported experiencing no blood glucose level issues; level is okay. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.